Event description:
It was reported that patient underwent shoulder arthroplasty on (B)(6), 2011. The 12mm humeral stem sat 7mm proud in the humeral canal. The procedure was completed with no reported injury to the patient or delay to the procedure.

Manufacturer narrative:
This follow-up report is being sent to correct the size of the lot of devices reported in the initial medwatch report. The initial medwatch report for this event stated that four of the six implants have been used with no reported patient injury. Lot 802000 released with five devices in the lot size, so "four of the five implants have been implanted with no reported patient injury". This report submitted november 14, 2011.

Manufacturer narrative:
Review of returned device found one dimension out of specification. Four of the six implants from this lot have been implanted with no reported problems. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6), 2011.